Event description:
The customer reported to physio-control that their device could not be powered on with either ac or dc power. During device evaluation by physio-control it was observed that some components on the power module (power pcb assembly and power supply) showed burn marks. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio-control replaced the power module (power pcb assembly and power supply). Proper device operation was then observed through functional and performance testing. Following repair, the device was returned to the customer for use.

Manufacturer narrative:
Physio-control further evaluated the power module (power pcb assembly and power supply) and determined that the cause of the reported failure was due to a metal oxide varistor, designator mv3 on the power supply that had shorted. This metal oxide varistor, designator mv3 on the power supply having shorted, caused excessive current which opened a fuse, designator f1 on the power supply and caused the device not to power on.